Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084909.

Event description:
It was reported that the patient had a fall following an implant procedure and patient was experiencing inadequate stimulation. X-ray was taken and showed that one of the leads migrated. The patient underwent an explant procedure. The explanted devices were not returned because the facility would not allow.